Event description:
Complainant reported the ventilator showed no display. Ventilator was beeping and the alarm lights were blinking amber and red lights. Complainant indicated no patient involvement.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Manufacturer narrative:
The device log files were provided for evaluation. A review of the log files confirmed the reported malfunction. Further review of the log files confirmed that the main board requires replacement to resolve the reported malfunction.